Event description:
Event description cpi received information that this implantable pulse generator (ipg) was not implanted because the atrial port seal plug and set screw were protruding at the time the ipg was removed from the package. The physician attempted to push the seal plug back into its normal position, but was unsuccessful.